Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported the top aligners do not fit and there are huge gaps. None of them fit snug anymore and one tooth still not in position. The patient started getting a blister (abrasion) on my lower gum and the tops just do not fit at all. The patient said that they have been on step #15 (upper and lower) for almost 8 weeks now, and one lower tooth and one upper tooth will not move into place.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.